Event description:
It was reported that the patient was hospitalized due to a stroke. The caller stated that the hospital staff was trying to treat the patient with the pump, but her bgs were either going up to the 1000 mg/dl range or down to the 30 mg/dl range. Advised the caller that the local representative would be notified in order to get the hospital staff some assistance. Also, advised the caller to have the patient contact her doctor in order to get the settings for the pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.